Event description:
The customer reported that the tracheostomy tube was pre-tested and after 2 days, air leaked from pilot balloon and it deflated. The tracheostomy tube was removed, and the patient was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.